Event description:
According to the complainant a progav was not adjustable postoperatively. The valve was implanted on (B)(6) 2015. The valve was explanted on (B)(6) 2017 and returned to the manufacturer. Further details were not provided. Height: 57 cm.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition): the valve was received submersed in an unindented liquid via the provided returnkit. Result: first we performed a visual inspection of the valve. No significant deformations or damage of the valve were detected. The measurement of the plane parallelism could confirm this. Next we tested the permeability, adjustability, as well as the brake functionality and braking force. The valve was not permeable throughout the normal range. Presumably deposits affected the function of the valve. The brake functionality test has shown that the brake function is operational. The braking force cannot be measured due to the non-adjustability of the valve. Next, we have dismantled the valve. Inside we have found a buildup of substances. Based on our investigation, we can confirm that the valve was non-adjustable at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke gmbh & co. Kg. No further actions required.